Manufacturer narrative:
(B)(4).

Event description:
It was reported that low impedance was observed on the atrial lead. No patient symptoms were reported. The lead was successfully capped and replaced during a device changeout procedure.

Manufacturer narrative:
(B)(4).

Event description:
New information reported that noise had been observed on the lead since (B)(6) of 2015. A fracture was suspected.